Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev2204 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reev2204) have been reported from the same facility.

Event description:
It was reported "we are having so much trouble with 3 fr single lumen piccs. It has been off the accuracy with the sherlock several times (perfect ECG graphics, but upper svc or brachiocephalic vein in chest x-rays)." It was stated this occurred twice. This report addresses the second event.